Event description:
Related manufacturing report number: 2017865-2023-04534. It was reported that a patient presented with supraventricular tachycardia (svt) timeout and the implantable cardioverter defibrillator (ICD) went into delivering inappropriate therapy. It was also reported that the right ventricular (rv) lead had an over current detection (ocd) alert. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Correction: b5 - updated b5 to include low defibrillation impedance and failure to deliver shock. Correction: h6 - updated coding to include low impedance and failure to deliver shock codes not previously reported.

Event description:
It was reported that a patient presented with supraventricular tachycardia (svt) timeout and the implantable cardioverter defibrillator (ICD) went into delivering therapy, but the right ventricular (rv) lead had an over current detection (ocd) alert due to low defibrillation impedance and failed to deliver shock. No changes or intervention was reported. The patient condition was unknown.